Event description:
The customer reported a failed trunk cable where limb and chest leads could not be acquired. The customer found a defective trunk cable during testing.

Manufacturer narrative:
(B)(4). The customer reported a failed trunk cable where limb and chest leads could not be acquired. The customer found a defective trunk cable during testing. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.